Manufacturer narrative:
One-unit model 5640 turnpike spiral catheter was returned to vsi for evaluation. A manufacturing record review was completed and zero nonconformance's were found related to this lot therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was also completed and confirmed the failure. The distal tip section of the catheter was completely separated and was missing from the returned device. There were "sanding" marks on the distal portion of the catheter which is consistent with rotating against calcification. The separation was most likely caused by torquing the catheter with the tip fixed.

Event description:
Physician had a separation of the entire tip of the catheter. Additional information received 15jan19: the tip was irretrievable. The physician was performing an intervention to try and open the patients 1st diagonal branch (unsuccessfully). The physician stated they were running a turnpike spiral over a wire. There is no follow-up procedure planned. The patient is reported as stable and there were no negative complications secondary to this event. No impact to patient reported.